Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, the physician was not able to get a cervical seal. Therefore, the patient suffered a small cervical burn (degree unknown) which was treated with silvadene cream. The ablation had not started, just the heat up. The procedure was aborted and the patient was reported as fine.